Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed high impedance (dc dc ¿ 7). The patient¿s device showed lead impedance within normal limits at the last office visit a year ago. No known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient was sent for x-rays. X-rays dated(B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Due to the poor quality of the images provided, portions of the lead could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.